Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the pump shut off unexpectedly. Customer¿s blood glucose (bg) level was 600 mg/dl. Elevated bg was addressed by a correction injection by manual insulin therapy and a bolus via the pump.